Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer was instructed to perform several troubleshooting steps, including checking the power source and pressing the button, but the issue persisted as the pump did not turn on. Reportedly, customer reverted to manual injections for insulin therapy.